Manufacturer narrative:
H.3. Evaluation summary: the field experience was verified. The ventritex automated test system was performed, and the device functioned apropriately. The device current was found to be slighly higher than normal. It is believed that this higher than normal current drain would not deplete that batteries this fast. The cause of the low battery voltage was not determined.

Event description:
Device was explanted due to premature battery depletion.